Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-20, information was received from a healthcare professional (hcp), regarding a patient receiving baclofen via an implantable pump for intractable spasticity. It was reported the patient had an magnetic resonance imaging (MRI) while in the hospital. The patient heard the pump alarm once yesterday and was in to get their pump checked. The hcp stated that logs show the pump stalled and 48 hours later, there was another log for the pump being stopped. The agent advised the caller to check logs again; logs showed a motor stall recovery on the date of the call. The patient felt more spasms and was nauseated at thetime of the call. The agent reviewed option to program a single bolus if medically appropriate. The agent reviewed information around telemetry state.